Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off without any warning. The customer reported the battery was depleted in the insulin pump. Customer's blood glucose was 182 mg/dl at the time of the blank display. The customer was advised the insulin pump will be replaced as a battery cap replacement did not resolve the issue. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The pump had minor scratches on the lcd window, cracked display window corners, a cracked reservoir tube lip.